Event description:
Caller reported the mobile blood glucose system displayed a result between 8 - 12 mmol/l at a time when the customer had symptoms of hypoglycemia, sweating heavily and could not get up of the couch. Her husband gave her fast carbohydrates and customer recovered. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.